Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer followed instructions to remove obstructions and clean the speaker holes, then reconnected the cartridge and waited to resume insulin. After these steps, the pump resumed normal operation without recurring alarms, and the customer received tips for preventing future altitude alarms.